Manufacturer narrative:
Intuitive followed up and obtained the additional information. The damage was identified during reprocessing after the procedure. Instruments were inspected prior to reprocessing. Instruments were inspected prior to use. There was no damage out of the ordinary. There was no arcing. There was no fragment that fell. No image or videos were available. No patient demographic information was available.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument was found to have a broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.